Event description:
On 04/12/06 pt presented with near syncope and conducted atrial fibrillation with ventricular rate 25 - 30 bpm. ICD could not be interrogated with two different programmers and headers. No ICD telemetry was present. Crt ICD model medtronic insync 2 marguis 7899 on marquis battery failure alert list.